Manufacturer narrative:
Devic evaluation: upon completion of the investigation it was noted that the position of the cam when valve was received was at setting 2. The valve was visually inspected: biological debris was noted inside the valve. The valve was hydrated. The valve was tested for programming. The valve passed the test. The valve was flushed, the valve passed the test no occlusion was noted. The valve was leak tested, only leaked from the needle holes in the needle chamber. The catheter was irrigated, no occlusion was noted. The valve was reflux tested. The valve passed the test. The siphon guard was tested. The valve passed the test. The valve was dried. The siphon guard was removed. The valve was then pressure tested, the valve failed the test. The valve was dismantled and was examined under microscope at appropriate magnification: biological debris was found covering all of the valve mechanism. Review of the history device records confirmed the valve product code 82-8804, with lot cvlbtl, conformed to the specifications when released to stock on the 27th september 2016. The root cause of the problem reported by the customer is due to the biological debris found covering the valve mechanism. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The reported valve was implanted about 30mm subcutaneously to the patient via lp-shunt on (B)(6) 2017. The initial setting was 6. On the same day, the surgeon tried to lower the setting, however the valve was unable to be adjusted. The surgeon tried to adjust once again under using contrast radiography, but still the setting couldn¿t be adjusted. A revision surgery was performed to relocate the valve to upper side of the body, but a large amount of blood went into the valve, so the valve was explanted from the patient eventually, and it was revised with another cretas valve (82-8805, initial setting was 6) on (B)(6) 2017. The patient is (B)(6) male. The surgeon commented that he was not aware of the acceptable depth under the skin for adjustment which was 10mm. No further information was provided by the hospital.